Manufacturer narrative:
(B)(4). On an unknown date approximately one week ago, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics that will complete the first day of the month that follows the month this report was received (medication, dosage, frequency, and specific duration not reported) for the peritonitis event. Peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.